Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: testing confirmed that there was an intermittent response to button presses on the keypad buttons. There was no visible damage to the keypad. Contamination was present underneath the contacts of all buttons. Unrelated to the keypad issue, the text on the display screen was dim/faded and discolored. Additionally, the bolus button cover had a hole in it but is functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).